Event description:
Customer reported the system intermittently displays "charger fail" error. No patient injury was reported.

Manufacturer narrative:
The service rep examined all patient images and found the system was used for 1 min 24 secs., and for 2 other cases prior. Ran the system extensively in fluoro, boost and film modes exercising the charger pcb, but found no problems. Tested the charger functions in trickle, normal and high charge modes. Suspect the batteries may be weak and need to be replaced, due to frequent similar calls. The service rep checked overall operation and released system for use until customer decides on the batteries.